Event description:
Allergan aesthetics received report of a patient treated with coolsculpting on (B)(6) 2021 to lower and mid abdomen using cooladvantage, coolcore contour applicator developed paradoxical adipose hyperplasia.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required.

Manufacturer narrative:
Corrected data: d1, g1

Event description:
Allergan aesthetics received report of a patient treated with coolsculpting on (B)(6)2021 and (B)(6)2021 to lower and mid abdomen using cooladvantage, coolcore contour applicator developed paradoxical adipose hyperplasia.